Event description:
Pt reported that their one touch profile meter was reading inaccurately high. Medical affairs specialist called and spoke with the pt in 3/2004, who provided additional information. Pt stated that they got a result of 225 mg/dl on their meter. They thought that this was a high result for them. They were experiencing high symptoms of blurry vision and felt like they were going to pass out. Pt went to the emergency room due to the symptoms. A lab test was done for their blood glucose at the ER. The result of the lab test was "normal." They were given a glucophage pill, which is what they take at home since they had not taken it that day. When the pt had tried performing a check strip test, they got a control at the end of the result. During troubleshooting, the check strips test failed. They were asked to clean the meter and retest. The check strip result was not within range. This case is reported as a malfunction since the check strip issue was not resolved with troubleshooting.